Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported an incomplete fragmentation during laser assisted cataract surgery. An anterior capsule tear occurred which extended over the posterior capsule requiring the premium intraocular lens be sutured in. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported system stopping was replicated. The oscillator was replaced to address this issue. The system was tested and found to meet product specifications. The root cause of the system stopping and the incomplete fragmentation can be attributed to the oscillator. The root cause of the capsular tear cannot be determined conclusively.(B)(4).

Event description:
It was reported that during the treatment the system stopped prior to the the incomplete fragmentation and anterior capsule tear.

Manufacturer narrative:
The product met specifications at the time of release. The root cause of the reported event could not be determined. (B)(4).

Event description:
Upon additional follow up the reporter confirmed the surgery was completed manually.